Event description:
It was reported that during a procedure a polarx fit balloon cath was selected for use. However, after cooling the left superior pulmonary vein (lspv) and right inferior pulmonary vein (ripv), an alert appeared upon cooling the left inferior pulmonary vein (lipv), and the error message "the console detected blood in catheter" was displayed. The cryo-cable and balloon catheter were then replaced, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis. It was further reported that blood was not visible inside the catheter after error occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a polarx fit balloon cath was selected for use. However, after cooling the left superior pulmonary vein (lspv) and right inferior pulmonary vein (ripv), an alert appeared upon cooling the left inferior pulmonary vein (lipv), and the error message "the console detected blood in catheter" was displayed. The cryo-cable and balloon catheter were then replaced, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the polarx fit balloon catheter was returned for analysis. No visible blood was observed inside the balloon region. The polarx fit balloon was leak tested and passed all inner and outer balloon leak tests. The polarx fit balloon was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that during a procedure a polarx fit balloon cath was selected for use. However, after cooling the left superior pulmonary vein (lspv) and right inferior pulmonary vein (ripv), an alert appeared upon cooling the left inferior pulmonary vein (lipv), and the error message "the console detected blood in catheter" was displayed. The cryo-cable and balloon catheter were then replaced, and the issue was resolved. The procedure was completed with no patient complications. The device has been returned for laboratory analysis. It was further reported that there were no abnormalities during preparation. The error occurred while targeting the left inferior pulmonary vein, with the sheath deflected and there was no problem with the bending performance, nor was blood visible inside the catheter after the error occurred.